Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An initially reported by a non-health care professional states that an retrospective clinical study shows a consumer experienced peripheral noninfectious ulcer on left eye (os) with mild in severity after wearing study contact lenses. Additionally, the study contact lenses temporarily discontinued and was treated with combination of two antibiotics (neomycin and polymyxin b) and a corticosteroid (dexamethasone) ophthalmic solution four times a day times one week. The current condition of the consumer¿s eye is symptoms resolved. No additional information is available at the time of report.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).